Event description:
Underdelivery noted during routine preventative maintenance testing. When set to infuse a 10ml dose at 400ml/hr, the device reportedly would actually infuse between 5 and 7ml. This occurred on both the primary and secondary sides. There were no reports of any adverse incidents while the device was in pt use. No add'l info is available.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of occurrence of death or serious injury reports for code 103 (underdelivery) for lifecare 5000 plum product is <0.01/million sets.